Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift with no error message and no patient movement/cardioversion issue occurred. During the procedure, a map shift on the carto® 3 system occurred while mapping, as the entire map was off by about an inch. The approximate difference in catheter location before and after the map shift was 15mm in one direction. The system did not display any error message nor red numbers. The flouro was not moved and the metal values were under normal parameters. They created a new map and voltage map to access when they had ablated to proceed with the case. No patient movement nor cardioversion occurred prior to the map shift. No patient consequences were reported. The reported issue and the study data that related to the reported issue was investigated by the device manufacturer. It was found that the patient movement caused the map shift. ¿data was acquired under roughly stable metal conditions. At a certain point it looks as the patient moved significantly with the upper body (nonsymmetric wise) as reflected from the chest patch positions, while the back patch was almost static. The back patch is the sole source for patient move compensation, but the back patch remain still. When the chest patch position changed the catheters experience similar effect. Data was acquired under quite different metal levels and chest patch positions. This result in noncoherent anatomical data¿. According to carto 3 instructions for use, " a non-compensated move of the patches can affect the quality of your map. When in doubt, close the current map and begin a new one". Creation a new map resolved the issue. The issue was resolved in accordance with carto 3 IFU. The biosense webster inc. (Bwi) field service engineer (fse) followed up on the issue with the bwi representative and confirmed that the system is operational. The history of customer complaints reported during the last year associated with carto 3 system # 11556 was reviewed and one additional complaint similar to the reported issue was found. A manufacturing record evaluation was performed for the system # 13474, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto¿ 3 system and a map shift with no error message and no patient movement/cardioversion issue occurred. During the procedure, a map shift on the carto¿ 3 system occurred while mapping, as the entire map was off by about an inch. The approximate difference in catheter location before and after the map shift was 15mm in one direction. The system did not display any error message nor red numbers. The flouro was not moved and the metal values were under normal parameters. They created a new map and voltage map to access when they had ablated to proceed with the case. No patient movement nor cardioversion occurred prior to the map shift. No patient consequences were reported. This event was assessed as a MDR reportable map shift with no error message and no patient movement/cardioversion issue.